Event description:
On 01 nov 2007, the sales representative reported that during a minimal invasive surgery for a lumbar fusion, the surgeon put the rod in and inserted the rod pusher down the sleeve. The surgeon used a mallet on the rod pusher to seat the rod. When tapping the rod pusher with the mallet the rod pusher caused the screw head to splay open. The surgeon had to remove the screw and put in another screw. This extended surgical time by 20 minutes. Additional information received on 06 nov 2007, the surgeon placed the screws at an odd angle and had difficulty with seating the rod. The surgeon hammered to push the rod into the construct and in the process damaged the screw. There was no reported injury to the patient.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.